Manufacturer narrative:
Upon investigation it was also discovered that the overlay had burnt traces on it's flex cable. The overlay was replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found liquid ingress on some components of the pcb. The overlay was replaced and the unit was switched on and it powered up with no anomalies. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the unit turns on but has a black screen.